Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "late edema" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended."

Event description:
Healthcare professional reported they injected a patient with juvéderm® volbella¿ with lidocaine in the perioral wrinkles. An unspecified amount of time later, the patient presented with late edema at an unspecified site. It was reported there were ¿no comorbidities¿ and the patient was ¿without previous medications.¿ healthcare professional also stated there was ¿no apparent infectious focus.¿ patient was treated with hyaluronidase; there was ¿partial resolution.¿